Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Technical services remotely troubleshooted with the customer and determined that the connection problem was due to a software configuration issue. It was additionally determined that the reported bad reading was caused by worn electrodes, the device captures and presents data reflecting a patient¿s physiological condition that when reviewed by a trained physician or clinician can be useful in determining a diagnosis; however, the data should not be used as a sole means for determining a patient¿s diagnosis. A trained physician will take into consideration the clinical assessment and laboratory test to assist in the patient¿s diagnosis and a single ECG tracing would not likely be the sole criteria for diagnosing a cardiac condition. This would be unlikely to cause or contribute to a death or serious injury if this were to recur. Therefore, the report of an erroneous ECG reading is not considered to be a reportable malfunction. If the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive ECG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction.

Event description:
The customer reported the eli380 when moved from 1 part of the hospital to another, loses its connection. It was additionally reported that the unit gave a bad reading. There was no patient harm reported. This incident has been captured under complaint ref # (B)(4).